Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the fse that during pm, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Dried saline was found inside pim assembly, there was no patient involvement reported.